Manufacturer narrative:
According to the customer on 3/31, "a 16 french foley catheter was leaking and it was found that the patient's pad was saturated with urine. The balloon was intact. The foley was removed and an 18 french foley was inserted instead". There was no reports of serious injury. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/31, "a 16 french foley catheter was leaking and it was found that the patient's pad was saturated with urine. The balloon was intact. The foley was removed and an 18 french foley was inserted instead".